Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: a loud banging sound and something turned red. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.